Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's parent that one of the patient's leads had malfunctioned or was not working and that every two to three months it shows there is something wrong. Follow up with the patient's cardiologist indicated that the right atrial (ra) lead experienced low impedance and had elevated pacing thresholds. No intervention was required at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.